Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. Other device / relevant associated device, that was used as back-up device within the same surgical procedure: brand name emdr: mxact pro. Medical product type: passive middle ear implant. Product type: l-tym132 mxact pro total prosthesis. Procode: eta. Lot/batch no: 931350.

Event description:
The user left the operating room without receiving a pmei, i.e. The user was neither implanted with the initial device nor with the back-up device. Awaiting additional information.